Event description:
It was reported the auto identify intermittently works. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the antennas were damaged during the repair. Also, wireless interrogation was intermittently functioning, so the right antenna wire was replaced. (B)(4): analysis found that the analyzer would not communicate with the programmer.